Event description:
It was reported that the patient was seen by paramedics with a blood glucose (bg) value that dropped to 19 mg/dl. The patient was on the floor. For treatment, the patient was given a glucose injection. The pod was worn between 4 and 24 hours on the arm. The patient removed the pod and activated a new pod. It was noted that the patient had switched from using the controller to the omnipod app and it was possible the settings were entered incorrectly. The patient was not able to check the settings for accuracy with their physician at time of call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.